Event description:
Add'l info rec'd from MFR 04/29/06: device not returned. Proudct unknown and device has not been returned for eval. Therefore, no analysis is available to make any determination. Several circumstances could have occurred to allow for continued passage of sperm. All of which are operator error and addressed in detailed. Required training module and instructions for use. Conclusion: based of identification of failure mode in clinical study, complication is a result of product misapplication by md.

Event description:
This pt underwent vasectomy using the vasclip device. The device was applied to each vas deferens using the MFR's instructions. There were no surgical complications. The pt subsequently had persistent motile sperm in his ejaculate 10 weeks postoperatively, and again at 21 weeks postoperatively, indicating a failure of occlusion of the vas deferens. The pt had surgical exploration in which the vasclip devices were found to be in place on the bilateral was deferens. The segments of vas deferens with the devices were removed and it was found that on one vas deferens the lumen was patent with the clip in place. This was demonstrated by free passage of methylene blue when the segment was cannulated. Completion vasectomy was then performed.